Event description:
The customer reported that this atrial lead was not capturing despite maximum device outputs. The lead was found to be dislodged and was floating in the right atrium. A revision procedure was performed and the lead was successfully removed from service (surgically abandoned, capped) and replaced. No adverse pt effects were reported. The lead was actively implanted for approx 7 yrs.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The event will be re-evaluated if add'l info becomes available. Lead dislodgement is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.